Manufacturer narrative:
Visual observation on the returned sample showed that cracked was observed from the female lure fitting of the 48¿ clear pressure tubing assembly. Cavity number ¿60¿ printed on the female luer fitting of 48¿ clear pressure tubing. The batch documents have been reviewed and the records showed that no defect was found relating to damage component or leakage during the manufacturing process. The review confirmed that all the operations, materials and tests were performed per manufacturing procedures. From the reported lot numbers, the affected kit assembly was manufactured in mar & april 2015. Engineering evaluation have been carried out on the returned samples and compared with those on the stock. The mold flow analysis conducted on the fitting and shown no stress point on the structure of the luer fitting. Dimensional measurement was conducted on the inner surface of the female fitting and the male luer of the stopcock. Based on the dimension analysis, the inner surface of the female fitting is between nominal to lower (i.e. Can be smaller in size). The male luer has a dimension that is nominal to high (i.e. It is bigger in size). Hence when these 2 parts are coupled together, the interference fitting between the parts can be extremely tight to no tolerance, thus, further tightening of the parts can result to crack on the female fitting. The following actions are being taken to address this complaint and the investigation findings: production associates have been informed on the complaint and not to over tighten during assembly. New stopcocks which have smaller dimension on the male luer have been implemented since (B)(6) 2015. As for longer term, the auto machine will be improved to optimize the gripping force on the fitting during the assembly. It is also recommended that the connections to be uv bonded. This will prevent any further tightening during product application and hence reduce any potential crack on the female luer fitting.

Event description:
Blood leakage occurred from somewhere from pressure line. The specific location is unknown. The lot number is assumed from sales data but the actual complaint lot is unknown.